Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 18mm in length, target lesion was located in a moderately calcified and non-tortuous, 3.00mm in diameter, left anterior descending (lad) artery. Pre-dilation was performed with a balloon. A 20 x 3.00mm taxus liberté stent was selected to treat the lesion. The device was advanced over a guide wire; however it could not pass the ostial lad. Resistance was encountered during withdrawal. The stent became dislodged at the radial artery inside the patient. The physician changed access site from radial to femoral and another stent was implanted to finish the procedure. The dislodged stent was kept inside the patient at the radial artery. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent was detached from the returned device. A visual and microscopic examination revealed that the balloon had stent impressions on it, indicating that the stent was crimped per process in the correct location during manufacturing. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 18mm in length, target lesion was located in a moderately calcified and non-tortuous, 3.00mm in diameter, left anterior descending (lad) artery. Pre-dilation was performed with a balloon. A 20 x 3.00mm taxus liberte stent was selected to treat the lesion. The device was advanced over a guide wire; however it could not pass the ostial lad. Resistance was encountered during withdrawal. The stent became dislodged at the radial artery inside the patient. The physician changed access site from radial to femoral and another stent was implanted to finish the procedure. The dislodged stent was kept inside the patient at the radial artery. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.